Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade IV capsular contracture. Concomitant products: 550cc mentor memorygel breast implant, catalog # 3505501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a 550cc mentor memorygel breast implant and experienced right sided baker¿s grade IV capsular contracture post procedure. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 5/30/2019. When the devices were explanted, bilateral prosthesis replacement with 800cc mentor memorygel breast implants was performed. A manufacturing record evaluation (mre) was performed for the finished device number 7422505, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 6/20/2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).